Manufacturer narrative:
Qn#(B)(4). The customer returned one hem-o-lok large clip for investigation. The clip was received without its original packaging and the remaining clips from the cartridge were not received. The returned clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the hook side appears typical. However, the other end of the clip is broken and a piece is missing. The missing piece was not returned. Microscopic examination revealed that the part appears to have been molded correctly. The surface at the point of separation is uneven indicating that a piece likely broke off. A clear residue was visible near the point of separation. No other defects or anomalies were observed. Reference files pic_anp1900045617 for investigation photos. A corrective action is not required at this time as a probable cause of this complaint could not be determined based upon the condition of the sample received and the information provided. The reported complaint of the clip not ligating was confirmed based upon the sample received. One clip was received with the tip where the hook end connects completely severed. The missing piece was not returned. Microscopic examination showed no other remarks: evidence of mismolding. However, the clip appliers used at the time the alleged defect occurred were not returned for evaluation so it is unknown if the appliers contributed to this event as clips are an interactive part. A device history record review was performed on the lot number reported with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of this complaint issue could not be determined based upon the condition of the samples received and the information provided.

Event description:
Reported event: no clips could be ligated closely during the procedure; there was no lock found. The clips did not fall into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73g1500454 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: no clips could be ligated closely during the procedure; there was no lock found. The clips did not fall into the patient. The patient's condition was reported as fine.